Manufacturer narrative:
The device is returned and has been evaluated. Correction is being made by adding other value to g2. This supplemental report is being submitted to provide this information. Actual device lot number is 11k 18. The device history record review confirmed that the device lot had no anomaly in inspection (high frequency output and appearance). Device evaluation confirmed that there was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The teflon pad was not peeled off. The teflon pad was deformed and worn. The teflon pad was partially disappeared at the distal end and separated in the middle. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. From the past investigation results, it is likely the incident occurred by the following mechanism: 1. Seal & cut output was activated while grasping a thick and hard tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. It is known that the probe coating peels off if the device is handled as below. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation.

Manufacturer narrative:
There are two failed devices associated with this event. The patient identifiers for the devices are (B)(6). This medwatch is being submitted for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic upper polar nephrectomy, section of fascia and renal parenchyma, the error message sounded and the teflon part of the jaws of the device melted and fell into the patient's body. This happened with two devices during the same procedure. The first device was used for 30 minutes and the second for 15 minutes before the issue happened. The surgeon extracted the fragments from the patient¿s body. The procedure was continued with another device after 10 minutes. The surgeon extracted the fragments. The long term consequences for the patient are not known, but at this time there is no harm or adverse impact to the patient. The device was used on a partial part (1/3 part) as was required by the context of the procedure. Opinion of surgeon is that this is a technical defect (design defect), linked to a possible use defect, which is not enough tissue caught in the device jaws. The few millimeters of jaws on the proximal side of the device were therefore in contact during activation.